Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient weight remains unknown.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2021, wherein the system was explanted. No other information is known at this time.

Manufacturer narrative:
The reported observation of ¿dysfunctional spinal cord stimulator¿ was not confirmed. The device had not declared elective replacement indication (eri) or end of life (eol). The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ipg paired with a clinicians programmer. The device was attached to a 500-ohm lead load on all electrodes and a system impedance test was performed with the device programmed to the as received settings. The impedances measured within the expected range.